Event description:
The device was used during a laparoscopic vbg procedure. Reportedly, a component disengaged into the pt's cavity. The surgeon applied another instrument and created a new window to complete the procedure. The hosp has reported the pt's condition is satisfactory.

Manufacturer narrative:
The reported condition has been confirmed; however, the exact cause could not be reliably determined.